Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to myopotential oversensing during physical exertion, planking. According to the physician the electrode has a good position. Subsequently, the technical services (ts) recommended reprogram options and other troubleshooting. This device was optimized and remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to myopotential oversensing during physical exertion, planking. According to the physician the electrode has a good position. Subsequently, the technical services (ts) recommended reprogram options and other troubleshooting. This device was optimized and remains in service. No adverse patient effects were reported.